Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump¿s sleep/wake button was intermittently unresponsive, and the caregiver was advised to restart the device and perform an update, with full troubleshooting deferred until the pump was available. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or therapy. Investigation included preliminary troubleshooting guidance to restart and update the device. Investigation of this case revealed that a hardware interaction issue with the sleep/wake button was suspected, but no functional assessment was completed since the device was not present during the call. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending further evaluation.